Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(4) 2022 with blood glucose of 548 mg/dl. The customer treated high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6-medical device problem code with this report.

Event description:
The customer were experienced symptoms related to high blood glucose that were weakness, frequent urination, thirst. Customer treated high blood glucose with manual injection, insulin drip and insulin pump. Customer alleged insulin pump under delivering the insulin.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for an alleged possible under delivery, visit to emergency room and was hospitalized for high blood glucose found on apr 06, 2022. Also, on (B)(4), svn#: 000313645539 - customer returned device for an alleged blank display found on nov 23, 2021. The device powered up properly after battery installation. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08510 inches. The device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history or traces on the event date of apr 06, 2022, there is no unexpected alarms or suspends and found bolus deliveries of the device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 04/03/2022 02:16:00.000 insert battery alarm was recorded and found in the formatted history file on: 04/03/2022 11:55:29.000 and replace battery alert was recorded and found in the formatted history file on: 04/03/2022 11:47:00.000 power data available per the power management tool or detail trace file is on apr 15, 2022, there was no record for the event date. Unable to check power data for low battery alert and replace battery alert. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board . No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Blank display was not confirmed. The device passed all the required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.